Event description:
Report received of the pump not registering drug doses. The pump was returned from clinical service with an unsigned note that the pump was broken and would not register drug doses. There was no tracking info (location, pt, nurse) available. There was no reported adverse pt event associated with this pump.